Event description:
The user facility reported that the plastic flexible end of the surflo catheter device broke off into the patient. Follow up communication with the user facility confirmed the following information: (1) there was no damage noted to catheter prior to use; (2) the catheter was placed approximately 18 minutes during a facet lumbar injection; (3) the medical assistant removed the catheter and noted the catheter had broken off in patient; (4) no leakage was noted during the procedure; (5) there was an attempt to locate the broken catheter under skin, but the catheter could not be found; (6) the patient was taken to surgery under general anesthesia to locate and remove the catheter; (7) the catheter was located 1/2 way in the vein, 1/2 way in skin, it did not migrate to vasculature; (8) the catheter broke off with approx. 1/4 of catheter remaining attached to hub; (9) the patient recovered well and went home the same night; and (10) the following day, the patient was doing well with just some soreness at the incision site.

Manufacturer narrative:
Results and conclusion: is based on evaluation of user facility information & the returned sample; is based upon evaluation of retention samples and the surrounding lots. The actual sample was returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information, the returned sample and reserve samples from the reported lot as well as surrounding lots. Magnification inspection upon receipt found the catheter was severed at approximately 6 mm from the hub. The severed edge was slightly flattened and exhibited a sharp edge, with no ductile failure. 30 retention samples from the reported lot, as well as the two surrounding lots, were visually inspected under magnification. No anomaly or defects were noted on the catheters. 20 retention samples from each of the three lots were then subjected to catheter joint strength testing. All 20 samples from each exhibited tensile strength met manufacturing specifications. A review of the device history records confirmed that there was no product related problems. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent being cut with a sharp object. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
As stated this report is being submitted as follow-up # 1 for mfg. Report # 1118880-2015-00002 to provide information provided by the user facility on the patient's demographics. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2015-00002 to provide information provided by the user facility on the patient's demographics.